Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis or whether the patient was hospitalized for the event was not reported. On unreported dates, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes not reported). At the time of this report, the peritonitis was resolved, and the patient had recovered from the event. Dianeal therapy was ongoing. No additional information is available.